Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to treat a lesion in a patient. The lesion was in the left proximal, moderately calcified non-torturous located in the sfa. Lesion was a 100mm 100% occlusion. Physician crossed with a .035" wire and supported with a .035" trailblazer. Physician followed with an atherectomy with a 1.5mm diamondback orbital atherectomy and subsequent inflation with a 4.0 x 120 admiral xtreme. This was followed by a 5.0 x 120 x 130 in.pact admiral drug eluting balloon, which was inflated for 3 minutes. None of these devices were used with reported "trouble". Post in.pact admiral usage, a "hazy" area of 30mm was noted in the mid portion of the treated segment, the physician completed multiple inflations with a separate balloon with some improvement of angiographic status, and flow remained brisk. Physician felt this was likely a dissection, type b with some thrombus. Physician then used a 6fr export catheter and extracted 40cc own blood. Upon filtering the blood there was some thrombus and what he felt looked like an unknown blue-grey material. Patient was noted to have bilateral pulses +3 post procedure, +2 prior on the effected side and distal angiography revealed 3 patent tibial vessels. Patient was discharged the next day. Physician stated there was no physical effect noted upon discharge. There was no excessive force used during delivery and no resistance encountered when advancing the device.